Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. Accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
The 504.97 u/ml result was obtained on a second analyzer, (B)(4), which has been added to the concomitant products. An evaluation is still in process.

Manufacturer narrative:
(B)(6) an evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a falsely elevated (B)(4) result on the architect i2000sr analyzer. The following data was provided:sid (B)(6) initial 40 u/ml, repeat 429.51, 504.97 u/ml. No specific details about the patients diagnosis could be obtained. There was no impact to patient management.